Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5183799.

Event description:
Voluntary medwatch received states the right ventricular lead exhibited high impedance due to fracture. The lead was explanted. No information regarding adverse patient consequences were reported.